Event description:
While using a byte night aligners, patient reported that there is sharp plastic on their aligners that is cutting their gums. Patient will attempt to file the upper aligner sharp edges. Provided warm water trick, also asked to try on step 2 to see if they have same issue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.